Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the burst mode did not turn on from time to time when occlusion signal appeared during disintegration of the lens. The issue occurred during about 10 surgeries. The handpiece was replaced and all the procedures could be completed. There was no patient harm.

Manufacturer narrative:
The phaco handpiece (hp) was examined and the reported event could not be confirmed. There was no problem found with the hp, which was subsequently returned to the customer. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the hp. The handpiece was manufactured on april 7, 2016. Based on qa assessment, the product met specifications at the time of release. The associated system was manufactured on december 9, 2010. Based on qa assessment, the product met specifications at the time of release. There was no problem found with the handpiece. Therefore, it is not suspected to have contributed to the reported event. The manufacturer internal reference number is: (B)(4).